Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this previously capped lead was attempted to be used again. The lead tested fine via the pacing system analyzer (psa but after it was attached to the device loss of capture (loc) was seen. The lead was then re-capped. There were no adverse patient effects reported.